Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Deep vein thrombosis (blood clot), or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operatively to prevent dvt formation. Despite prophylaxis, dvts can still develop which can then break free within the vessel and occlude or block the blood flow in the lungs, known as a pulmonary embolism (pe). As the complaint indicated, a post-operative complication occurred, and medical intervention was required for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - medical devices: cer option type 1 tpr sleve -6; item# 650-1064; lot# 2887392. G7 finned 3 hole shell 50d; item# 110017102; lot# 3805701. G7 neutral e1 liner 36mm d; item# 010000856; lot# unknown. Tprlc 133 fp type1 pps so 9.0; item# 51-100090; lot# 3943768. Bone screw self-tapping 6.5 mm dia. 25 mm length; item# 00625006525; lot# 63635018. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2024 - 00023. 3002806535 - 2024 - 00024. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left total hip arthroplasty. Subsequently, the patient developed an acute pulmonary embolism 4 days later. The patient was admitted to the hospital and treated with medication. Patient was sent home in stable condition with home health care and is instructed to stay on medication for 3 months. Attempts have been made and no further information has been provided.